Event description:
Covidien endo gia ultra universal stapler, which is part of gastric sleeve kit, misfired. Device was fired twice without difficulty, then when used with a purple cartridge misfired. Purple cartridge was left on and device was bagged and given to safety officer. Another stapler was opened and used for the remainder of the case.